Manufacturer narrative:
The device was reprocessed before it was returned for evaluation. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope plastic distal end cover, at the exit of the jet tube and around the nozzle, contained foreign material. The origin or type of which could not be confirmed. It is probable that it came from previous procedure due to insufficient reprocessing. There were no reports of patient involvement.